Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr was stuck with the wire. The moderately stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the burr and the non-bsc guidewire got became entrapped. The device was completely removed from the patient's body and the procedure was not completed due to this event. No complications were reported and the patient was stable post procedure.